Manufacturer narrative:
Follow-up #1: date of submission 11-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2019 with the following findings: a review of the pump¿s black box showed occlusion alarms due to an unidentified high force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no occlusion alarms occurring. The pump was exercised for 12 hours with no occlusions. The force sensor calibration was found to be within required specification. The pump was opened and no damage was found to the force sensor circuit. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that pump gave an occlusion alarm . Walked through priming and it wouldn't work. Could not prime with new tubing. Could manually prime. Could not prime with new cart. Could not prime with new ifs from new box. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.